Event description:
Following deployment of the mid right coronary artery the gfx stent balloon was placed at the ostium of the right coronary artery, in an attempt to postdilate the distal ostial stent which had been placed prior to the mid right coronary artery. When balloon was inflated it burst. The balloon was retrieved into the guide, however there was resistance at the tip of the guide. The balloon was retrieved, noted part of balloon missing. Angiogram showed filling defect in proximal right coronary artery. Snare was used to remove unsuccessfully. Angioplasty balloon then used to displace fragment. Fragment embolized distally into "rpl". Post angiogram showed normal flow and small filling defect in distal small rpl. Repeat procedure on 3/26/99.